Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The review of logfile shows at system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. The reported treatment could be identified in the logfile. The treatment was aborted after the warning message displayed. The message indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. The user restarted the treatment and performed the treatment successfully at the same day. No technical root cause is detectable. The system was working within specification. Logfile review indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. The system was working within specification. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a suction break during lasik of the right eye. The procedure was aborted. A new patient interface was used to create the flap where a small change was noticed in the stromal bed where the new flap and aborted flap intersected. The excimer portion of the procedure was completed with no patient harm. The surgeon noted that the patient may have rolled or squeezed the eye. Additional information requested.